Event description:
Gas sterilizer malfunctioned, resulting in 3 items being used in care of three pts not being completely sterilized. Co examined, repaired and tested the sterilizer to verify appropriate operation.